Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated in the low 200s mg/dl. The customer initially attempted to treat by delivering a correction bolus, but with no success. Bg levels eventually came back down to target levels after customer administered a manual injection.